Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported that troubleshooting was unsuccessful and there was air in the line. Per reporter residual volume was: 10.1, rate 2.1 and 88.9 was given. No additional information is available at this time. No adverse patient effects were reported.